Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer stated that bg level was likely within target range and below 240 mg/dl. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.